Manufacturer narrative:
X-rays were reviewed by manufacturer, revealed no obvious anomalies.

Event description:
It was reported that a vns pt was experiencing painful stimulation in the ear and jaw and a pinching sensation in the left arm. Further follow up with the dosing physician revealed that there was no believed cause for the events. X-rays were reviewed by the manufacturer and no obvious anomalies were visualized. A normal mode diagnostic test was performed following the onset of the reported events and the results indicated normal device function. Further follow up revealed that, the pt's generator had migrated and, as a result, the pt was referred for revision surgery. Surgery was performed and it was observed that the generator had migrated toward the left armpit. The surgeon repositioned the generator in the chest pocket and secured it to the fascia. Device diagnostics performed intraoperatively following the repositioning of the generator revealed that the device is functioning within normal limits.